Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26-jul-2011 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump or thickening in or near the breast or in the underarm area.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area." Healthcare professional later reported replacement due to the patient¿s concern with the product and "feels squishy." Device remains implanted. This record is for the right side.

Event description:
Healthcare professional additionally reported right side rupture and textured to smooth implant exchange.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on anterior, crease flat and missing shell (25-50%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on anterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported having side unspecified "a lump or thickening in or near the breast or in the underarm area." Healthcare professional later reported "feels squishy." Healthcare professional additionally reported right side rupture and textured to smooth implant exchange. Device has been explanted and replaced.